Event description:
It was reported that a piece of the tubing of a clearlink continu-flo solution separated from the set and fell on the floor. The reporter stated that the tubing broke ¿towards the end not near the hard plastic." The event occurred during set up when attaching a four way stopcock. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found, related to this reported condition, during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.